Event description:
It was reported that bd plastipak¿ hypodermic luer-lok¿ syringe leaked past the stopper. The following information was provided by the initial reporter: "while using the syringe liquid is getting past the plunging gasket."

Manufacturer narrative:
Initial reporter phone number:(B)(6). Initial reporter facility name: (B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-feb-21. H6: investigation summary: one sample was provided to our quality team for investigation. Upon inspection of the product, a leakage past the stopper ribs was observed. Further evaluation identified damage within the barrel, the damage causing the stopper to become distorted against the barrel wall when moved across that point and resulting in the leakage that was reported. A device history review was performed for the reported lot 2111081, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined the damage was likely caused as a result of the product jamming within the manufacturing equipment.

Event description:
It was reported that bd plastipak¿ hypodermic luer-lok¿ syringe leaked past the stopper. The following information was provided by the initial reporter: "while using the syringe liquid is getting past the plunging gasket."